Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. No moisture damage on motor assembly or electronic assembly noted during visual inspection. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had moisture damage and keypad anomaly. The customer's blood glucose reading was 227 mg/dl at the time of the call. The customer stated there is fluid under the lcd screen. He sated after water exposure the buttons on the unresponsive. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.